Event description:
According to the received information, a patient developed a granuloma following a second injection of rha 4 in an unknown location on an unknown date. No additional information is available at the time of this report.

Manufacturer narrative:
Additional information has been queried: date of injection, location, treatment prescribed, symptoms resolution.

Manufacturer narrative:
Additional MFR narrative: granulomas are known and widely documented effects in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. Appropriate medical treatment generally allows to treat these reactions quickly and effectively.. The risk of such reaction is mentioned in the instructions for use of teosyal products.

Event description:
According to the received information, a patient was injected with rha 4 in the perioral cheeks, malar area, and nasolabial folds on 24 sep 2021. On an unknown date, the patient developed a granuloma in an unknown location. Additionally, on 25-oct-2021, the patient experienced lumps on (B)(6) 2021 and (B)(6) 2021, the patient received, as treatment, an injection of one vial of hylenex with lidocaine and saline solution into the inflamed area. On 13-dec-2021, the patient was scheduled for a follow-up appointment with the physician for a potential third injection of hyaluronidase. Despite several reminders, no additional information could be obtained at the time of this report.